Event description:
It was reported that the site had a case in which they could not get the patient registered. The site reported that after they finished with registration points, they hit "finish" and the system asked to re-register all points. The physician registered all the points again and again with the same message occurring. Therefore, the case could not be completed using the superdimension system with the patient under general anesthesia. There was no harm or injury to the patient reported. It was reported that the physician completed the case using other methods.

Manufacturer narrative:
(B)(4). The analysis of this system is pending. A site visit needs to be performed. Information was not made available right away about the procedure details; therefore, the decision about the reportability of this MDR was not able to be made until later in the investigation. There was no harm or injury to the patient reported, but in an abundance of caution we are filing this MDR because of the additional risk associated with multiple exposures to general anesthesia. No return.